Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the right ventricular lead was placed, it was noted that the lead exhibited unsatisfactory capture threshold. The lead was repositioned multiple times, but an acceptable threshold was not achieved. The lead was removed. The patient was in stable condition.